Manufacturer narrative:
The hill-rom technician found the foot pedal broken. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the foot end brake caster is not holding the bed in place. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. (B)(4).